Event description:
Literature: chang ef, schrock le, starr pa, ostrem jl. Long-term benefit sustained after bilateral pallidal deep brain stimulation in pt's with refractory tardive dystonia. Stereotact funct neurosurg. 2010;88(5):304-310. Summary: the authors conducted a retrospective review of 5 consecutive pts who underwent stereotactic placement of bilateral pallidal dbs leads with single-channel generators for severe refractory tardive dystonia (td) between 1999 and 2006. All pts had a history of mood disorder or schizophrenia previously treated with neuroleptic medication, with a mean duration of motor symptoms of 10.2 years. Persistent improvement in dystonia was seen at the last follow-up ranging from 2 to 8 years after surgery suggesting that pallidal dbs can be an effective therapy with long-term benefits for pts with td. No significant negative behavioral or mood changes were encountered. Reportable event: at 10 months following implantation, one pt (pt 4) experienced an infection at the chest pulse generator site after a routine pulse generator replacement. The lead extenders and pulse generator were therefore removed. She underwent 2 weeks of antibiotic treatment, after which the pulse generator was replaced without further complications and she continued to have positive effects from stimulation. Pt 4 had stereotypic choreiform dyskinetic movements at baseline; they had early worsening of symptoms in the symptoms in the first 6-12 months, however, over the longer follow-up period they demonstrated improvement in the dyskinesia symptoms. MFR report # 3007566237201008916.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.